Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # t5c79g. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the unlocked position. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consist with the firing knob not being returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was not possible to fire, since the handle did not move. It was necessary to open another machine. There was not consequences to the patient.